Event description:
It was reported that the nc trek dilatation catheter reached the left anterior descending coronary artery without issue and was inflated to 10 atmospheres of pressure with the first inflation, but it was noticed on the angiogram that the nc trek was not holding pressure. Several attempts were made to repeatedly increase the pressure on the nc trek, but it continued to not hold pressure. There was no reported issue with the protective sheath and no reported issues with device preparation. There was no blood noted in the non-abbott inflation device. There was no loose connection identified. This nc trek was removed from the anatomy and replaced with another nc trek to complete the procedure without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.